Event description:
Constellation catheter broke inside of the patient. Multipolar mapping catheter; one of 8 splines of the catheter appears frayed and damaged after it was removed from the patient during the procedure.